Manufacturer narrative:
Samples received: a piece of thread (without pack). Analysis and results: there is one previous complaint of this code-batch regarding other issue (thread breakage). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one piece of thread (pack is not available). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn® suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: in spite of receiving a piece of thread, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "swelling on the abdominal wall, partly with heavy inflammation, had to be reoperated."